Manufacturer narrative:
Batch review performed on 03 july 2026 mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2600893: (B)(4) items manufactured and released on 11 february 2026. Expiration date: 20 january 2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with one similar reported events during the period of review. Mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot 2529231: (B)(4) items manufactured and released on 15 january 2026. Expiration date: 04 december 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 26 days due to infection from first revision surgery. The patient had primary right hip surgery on (B)(6) 2026. The surgeon performed a washout and revised the 36mm biolox head m to a same size head and revised the flat pe hc liner d 36/f to a same size liner, both implanted during the first revision.